Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device operated as intended during evaluation.

Manufacturer narrative:
(B)(4): blade seized/stopped. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2011. During the procedure, the device was sputtering, the lights were flashing and the blade seized. The case was completed using another like device with no adverse patient consequences.